Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopy-assisted distal gastrectomy (ladg), on gastric transaction, the 3 reloads gave incomplete staple lines on the distal side. Replaced by a new reload to complete the course. There was no patient injury.